Event description:
Patient reported right side "pain and hardening", "capsular contracture" baker grade unknown, and concern with the product. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "diagnosed with capsular contracture" baker grade unknown.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of anxiety-product/procedure. And capsular contracture requested on april 17, 2024. It is not possible to determine, the lot number or catalog through the photos provided. Visual analysis of the photographs identified. Anxiety-product/procedure: unable to observe, as it is a medical event. That is not related to the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, right side "pain and hardening". "Capsular contracture", baker grade unknown. And concern with the product. Patient later reported, baker grade iii. Device has been explanted. Record relates to the right side.

Event description:
Patient reported capsular contracture- baker grade unknown, pain and hardening. Patient later reported baker grade iii. The device has been explanted. Record relates to the right side.

Event description:
Patient later reported "capsular contracture baker grade iii and material fatigue."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported unknown side "pain and hardening", "capsular contracture" baker grade unknown, and concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.